Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 3.9-5.5 cm and 5.5-6.3 cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. (B)(4).